Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had a forceps channel pinhole. During inspection and evaluation, the nozzle is clogged with foreign material. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to a pinhole on ch-tube, water tightness is lost, due to wear of angle wire, bending angle in up direction and the play of up/down knob does not meet specifications, chips, scratches and wrinkles found throughout the device, forceps channel port is shaved, and electrical connector has corrosion due to water leakage. The customer provided to olympus the following information related to reprocessing of the device: the device was cleaned, disinfected and sterilized before returning to olympus, the customer was unable to identify when the foreign material adhered to the scope, the air/water nozzle was flushed with water and air, it is unknown if there were any abnormalities in the accessories used for reprocessing, the air/water nozzle was flushed with detergent solution. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.